Event description:
The doctor claims that after the graft was implanted as a thoracic replacement graft, serous fluid started to drain from post-operative day pod #0 (pod#0=same day as surgery) until pod #7 to pod #10. The amount of fluid drainage was from 200ml to 300ml per day. There was no product mnalfunction noted during the implant procedure. The graft was left in. The pt is doing well. Note: the incident date is an approximation. The actual procedure/incident date is unknown and unattainable. This event is the eighth of nine that were reported by the doctor as a group and not as individual cases. No further details other than those reported above are attainable.